Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 2 audio processor was received at service _ repair due to non-function. Preliminary inspection revealed a broken housing and a leaking battery.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte oxidized a few parts. The damage to the coil and the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The rondo 2 audio processor was received at service _ repair due to non-function. Preliminary inspection revealed a broken housing and a leaking battery. No injury due to contact with electrode was reported.